Manufacturer narrative:
A broken reservoir tube lip, a missing end cap sticker, minor scratches on the display window and a cracked case near display window corners were noted during the visual inspection. The insulin pump had no button response due to corroded keypad traces. No button error alarms were noted.

Event description:
Customer reported that the buttons of the insulin pump are not working. The blood glucose reading is 143 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.